Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('pain associated with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), productive cough ("coughing up flem"), food allergy ("food allergy") and pruritus ("itchy all over") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she was scheduled to undergo tubes removal in 2 weeks). Essure was removed. At the time of the report, the medical device pain, uterine leiomyoma, allergy to metals and pruritus outcome was unknown and the food allergy was resolving. The reporter considered allergy to metals, food allergy, medical device pain, productive cough, pruritus and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events- allergy to metals, food allergy, itchy all over, coughing up flem were added. Previously reported event" salpingectomy¿ was updated to more specified term ¿pain¿. Reporter was added. On 23-mar-2020: fu3 and fu4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('pain associated with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), productive cough ("coughing up flem"), food allergy ("food allergy") and pruritus ("itchy all over") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she was scheduled to undergo tubes removal in 2 weeks). Essure was removed. At the time of the report, the medical device pain, uterine leiomyoma, allergy to metals and pruritus outcome was unknown and the food allergy was resolving. The reporter considered allergy to metals, food allergy, medical device pain, productive cough, pruritus and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('having tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criterion medically significant), was found to have uterine leiomyoma ("fibroids") and experienced pain ("pain"). At the time of the report, the salpingectomy, uterine leiomyoma and pain outcome was unknown. The reporter considered pain, salpingectomy and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.